Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to a rupture and capsular contracture, baker grade ii/iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient report a left side rupture, deformity, pain and numbness down the left arm. Additionally, physician has reported capsular contracture, baker grade ii/iii. Device has been explanted.